Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced dyspnea and admitted to the hospital. It was suspected that the right atrial lead had perforated the heard and resulted in pericardial diffusion. The lead was repositioned without complications. All measurements were in normal range. The patient experienced no adverse event during procedure.